Event description:
It was reported the patient has not recharged the ipg in the past year. As a result, communication with any of the external devices does not exist at this time. Surgical intervention may be the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.